Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope 3d viewer lost video. The endoscope was not working. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting 3d image issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0 degree endoscope was analyzed and found to have mechanical damage to the scope's distal tip. The endoscope was tested and placed on an in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in the left eye. Additional observation found that the endoscope failed functional testing due to an electrical failure. The complaint regarding 3d image issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell inside the patient's anatomy. The patient has not returned to the hospital.